Event description:
It was reported that a patient using an ilet system with a fsl3+ cgm experienced a low glucose event, with a reported cgm nadir of 53 mg/dl after announcing and consuming a meal estimated to be less than 15 grams of carbohydrates; the patient had treated with oral carbohydrates and the glucose was trending upward. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and patient education regarding meal announcements for low-carbohydrate intake and allowing the system to correct naturally when meals are under 15 grams of carbohydrates. Investigation of this case revealed no device malfunction and suggested that the announced low-carbohydrate meal likely led to insulin delivery that contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.